Manufacturer narrative:
The field service engineer (fse) was at the customer site on 06/03//2016. The fse observed that the tubing at the color gravity module (cgm) fitting was cracked. He replaced the tubing from the pump to the cgm. The repairs were verified per established service procedures.(B)(6).

Event description:
The customer called in to report a contained leak on their ichem velocity urine chemistry analyzer. About 10 ml of liquid was absorbed in the waste bin. The customer was wearing appropriate personal protective equipment (ppe), no one was exposed or injured, and the lab does have an exposure plan in place. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.